Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that the patient had an initial shoulder arthroplasty on an unknown date with competitor product. The patient was revised to a reverse shoulder on (B)(6) 2014. Subsequently, the patient was further revised to a hemi shoulder on (B)(6) 2014 due to the baseplate not achieving fixation.